Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with marfan syndrome and had to underwent spinal surgery. During surgery, while performing the final tightening of the set screw, the tip of the driver broke and stuck in the set screw. It was difficult to remove the broken tip, the surgeon temporarily removed the rod and the hook while the set screw was fixed and then placed again. No fragment of the instrument remaining in the patient. There was a delay of less than 60 min in overall procedure time as a result of this event. No health damage in the patient was reported.

Manufacturer narrative:
Product analysis results: visual inspection of the driver confirmed approximately 3mm of the instrument tip has been broken off, consistent with interface during usage. Optical examination of the fracture surface reveals a fairly flat fracture surface and circular material movement. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.